Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; all conductors found distorted; the lead was found stretched, the outer tubing was breached cut, and blood was noted in/on the helix mechanism; apparent explant damage; full lead analyzed.

Event description:
It was reported that the lead dislodged. Lead was floating in the svc and pacing the diaphragm. The dislodgement was known since 2008. The lead was removed and replaced. No patient complications have been reported as a result of this event.